Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the event occurred while in the cath lab shortly after insertion. Relevant medical history/diagnosis/medications/indication for use: emergent insertion. The intra-aortic balloon (iab) was inserted through the sheath via femoral artery with no issues. The iab did not zero correctly. There was an fiberoptix sensor (fos) error alarm code received and the staff did not remember what it said. The difference in pressure of mean arterial pressure (map) on the intra-aortic balloon pump (iabp) was in the 80's and the other arterial pressure (ap) sources were in the 170's. The attempt to calibrate did not work according to the staff because the waveform from the fos was intermittent. The ap select was set to transducer, the transducer was zeroed properly and the therapy continued with transduced ap waveform. As a result, they continued therapy in manual mode. There was no report of patient death, complications or injury. No medical surgical intervention was required. There was a delay or interruption in therapy only when they lost signal and when they had to switch out the pump ((B)(4)). The patient outcome was okay. There were no strips or x-rays performed. Per the sales representative, the m.d. Stated his disappointment that there was no use of the fos for therapy.